Event description:
It was reported that a clinical study patient experienced a lumbar wound infection. The patient was hospitalized, an excisional lumbar wound debridement was completed and the patient was provided antibiotics. The event was deemed to be related to the procedure and the device hardware.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r: upn: m365sc11600. Model: sc-1160. Serial: (B)(4). Batch: 377226.

Event description:
It was reported that a clinical study patient experienced a lumbar wound infection. The patient was hospitalized, an excisional lumbar wound debridement was completed and the patient was provided antibiotics. The event was deemed to be related to the procedure and the device hardware. Additional information received on 01feb2023 indicated that the lumbar wound infection was located at the ipg site.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: (B)(6).

Manufacturer narrative:
Update to block b5. Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 377226.

Event description:
It was reported that a clinical study patient experienced a lumbar wound infection. The patient was hospitalized, an excisional lumbar wound debridement was completed and the patient was provided antibiotics. The event was deemed to be related to the procedure and the device hardware. Additional information received on 01feb2023 indicated that the lumbar wound infection was located at the ipg site. Additional information received on 17mar2023 indicated that the lumbar wound infection resolved.